Event description:
Notes from pt's recent history and physical: "in the last several weeks, she has had increasing symptomology. MRI scan shows a slit ventricle on the right side around her catheter. The shunt pumps and refills very slowly, and clogs easily. I have made attempts to increase the pump settings to see if this would correct her slit ventricle syndrome, it did not. I then made attempts to lower it, and she had no improvement of her symptoms. My plan is to take her to surgery for removal of her right-sided shunt, placement of a left system. There will be an anti-siphon device on the new shunt."